Event description:
The customer reported that while the iab was in use on a pt, the iabp emitted a "hissing" noise when in standby and had clear water in the helium tubing. The noise seemed to be coming from just above the battery packs on the pump. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The customer did not request any service. The hissing noise is normal in standby. The iabp is always venting air as the compressor is running. In standby, the compressor slows down and the hissing should be minimal. This does not affect the therapy. (B)(4).